Event description:
It was reported that upon successful retrieval of a vena cava filter, it was observed that a filter foot had detached from the filter. Post retrieval imaging demonstrated that the detached foot had endothelialized in the cava wall at approximately the level of l2. The physician chose to leave the detached foot in the patient. The filter had an indwell time of 1460 days. The filter was successfully removed using a recovery cone. The patient is asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The event investigation is currently underway.